Manufacturer narrative:
The patient received a flu + covid vaccine in the month before the donation (in october or november). He has no risk factor and has not taken prep or pep to hiv. Vaccination with hbv was completed more than 15 years ago. The investigation is ongoing.

Event description:
There was an allegation of a questionable false positive elecsys hbsag ii result from the cobas e 801 analytical unit for one patient. The affected patient also had a questionable false-positive elecsys hiv duo result. This medwatch will apply to the elecsys hbsag ii assay. Please refer to the medwatch with the a1 patient identifier (B)(6) for the elecsys hiv duo assay. Please see the attachment (B)(6) for the patient's hbsag results.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6) the sample has been requested for investigation. The investigation is ongoing.

Manufacturer narrative:
The sample was received for investigation. The sample was tested with two different hbsag ii lots ( undiluted and diluted) and the elecsys auto confirmatory assay. The sample was found reactive with both elecsys hbsag ii reagent lots, 702 coi and 971 coi. The customer results were reproducible. The sample showed nonlinear dilution behavior, indicating sample-specific interference. There were no valid results with hbsag ii auto confirmation; the customer's result was reproducible. In another investigation, an analysis was completed using modified elecsys reagents supplemented with an interference suppressing substance, which gives clear evidence for interfering antibodies within this donor sample. Based on the investigation, the results of this donor sample with elecsys hbsag ii and the antibody module of hiv duo are assessed as unspecific/false-reactive in the elecsys assays. The false-reactivity was found to be based on unspecific antibodies within this donor sample, which are directed against the elecsys ruthenium conjugate-chemical structure. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The elecsys hbsag ii performs within specifications.